Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer experienced elevated blood glucose levels (bg); no exact bg level was provided. A system check was performed and the pump performed as intended. Tandem technical support informed the customer regarding common causes of occlusion alarms and the customer alleged there was an underlying pump issue causing these alarms. The call was abruptly disconnected and no additional information was received.